Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, g5, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ perforation, fear, anxiety, pain, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear, anxiety, pain, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Lot number is unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to trauma causing paraplegia. Patient is alleging vena cava/organ perforation. The patient further alleges "fear and anxiety that the filter will continue to perforate beyond the current 6mm and further into the pancreas and renal vein. Fear these injuries will further cause internal damage that could lead to death. Pain in chest and lower back. Pain is more intense when trying to take a deep breath" as well as physical limitations, anxiety, and fear. Report from CT (computed tomography): "an ivc filter is in place positioned across the level of the renal veins tip 2.9 cm above the left renal vein. The distal struts extend through the wall of the ivc into the surrounding structures. A right posterior strut extends 5 mm into the fat surrounding the ivc. A left posterior strut extends 6 mm into the surrounding fat. 2 anterior struts extend into the posterior margin of the pancreas. There is a medial strut that extends into the left renal vein. There is no stranding or inflammatory changes. There is no hematoma or abnormal fluid collection."

Manufacturer narrative:
Manufacturer ref#: (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."